Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7093369. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 37178661. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient's spinal cord stimulator (scs) leads had migrated causing inadequate stimulation. Imaging was performed to confirm lead migration. The patient underwent a lead replacement procedure and was doing well with great coverage postoperatively. The explanted leads were discarded by the medical facility and will not be returned.